Manufacturer narrative:
This report is submitted on july 22, 2021.

Event description:
The device was explanted on (B)(6) 2021 (reason for the explant unknown). It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on aug 12, 2021.